Event description:
The device was connected to a pt diagnosed initially with pulseless electrical activity. Defibrillator energy was delivered to the pt who then converted to asystole. Reportedly, when an attempt was made to pace a pt the device would reboot whenever the pacing was initiated. This was said to have recurred several times while treating the pt. The reporter stated that the pt outcome was not the result of device operation, based upon the continued use of the device.